Event description:
A report was received that the patient's remote control would show an error code (crc error). The patient will undergo a battery revision.

Event description:
A report was received that the patient's remote control would show an error code (crc error). The patient will undergo a battery revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual tests performed. The complaint was confirmed. Data had been corrupted in several segments of seeprom_1; impedance results, programs 6 and 7. The corrupted seeprom data resulted in the reported bionic navigator 1.2 error message.

Manufacturer narrative:
Additional information was received that the patient underwent a battery replacement procedure and did well postoperatively. Malfunction was suspected as the ipg would not store new programs.

Event description:
A report was received that the patient's remote control would show an error code (crc error). The patient will undergo a battery revision.